Event description:
Per parent, her child broke the tech hub casing, and eloped through the tech hub portal window. Per parent, there were no signs of damage before the elopement event. Per parent, they have discontinued use of the tech hub and have installed the provided cloth cover insert. One photo of the tech hub was provided by the parent. The photo shows the tech hub housing broken in two locations, both near screw points. The top screw junction shows damage as well. There was no report of injury as a result of the event.

Manufacturer narrative:
Sensory medical has made multiple attempts to gather additional information to aid in the investigation on the following dates: (B)(6) 2026, (B)(6) 2026 (email), and (B)(6) 2026 (voicemail). The tech hub manual provides the following information: in the warnings section on page 3: · check this product for damaged hardware, loose joints, loose bolts or other fasteners, missing parts or sharp edges before and after assembly and frequently during use. Securely tighten loose bolts and other fasteners. · do not use product if any parts are missing, damaged or broken. Contact cubby for replacement parts and instructional literature if needed. Do not substitute parts. On page 19 maintenance checklist: · discontinue use and contact us immediately if anything is damaged or missing. · technology hub zipper + cord loop are intact and lock is secured. Additional investigation is needed, and sensory medical's root cause investigation is ongoing. There was no report of injury as a result of the event.